Event description:
The patient's father contacted animas on (B)(6) 2012 inquiring what it meant when the meter read "hi". The reporter was informed the meter reads "hi" when it detects a blood glucose (bg) greater than 600 mg/dl. At the time of the call, the reporter claimed the patient's blood glucose began to run high starting on (B)(6) 2012. The patient's father denied that the patient developed any symptoms at the time suggestive of hyperglycemia. On (B)(6), 2012 the patient was taken to the ER due to the elevated bg's and was treated with fluids. The reporter denied that the patient was ketonic at time of ER visit; however, during a call to animas customer support on (B)(6) 2012, the patient's father confirmed the patient's bg was over 500 mg/dl and the patient had tested positive for large ketones. The reporter called customer support on (B)(6) 2012 requesting assistance with changing the I:c ratio on the pump. The patient's father informed customer support that they were still running tests on the patient to determine reason for elevation. During both calls to customer support, the patient's father reported that the pump settings were checked by hcp and confirmed they were programmed correctly. The reporter also mentioned that the hcp checked that the pump was delivering insulin as programmed and confirmed it was. The patient's father did not wish to troubleshoot/review the subject pump. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy. Based on the information provided, it is not known if the animas device caused and/or contributed to the injury as a result of a device malfunction, use error or intentional misuse.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: no defect was found. Testing was nable to duplicate the complaint, the pump information for the complaint date has been overwritten. The meter was not returned with the pump. The black box begins on (B)(6) 2013. Due to continued use of the pump, the black box and histories for the original complaint on (B)(6) 2012 has been overwritten. There were no alarms related to the complaint in the current black box or alarm history, only typical usage was observed. The tdd¿s add up correctly and reflect the users programmed basal rate. Pump successfully passed a (B)(4) flow accuracy test. Units remaining were correctly calculated and written to the pump history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.